Manufacturer narrative:
(B)(4). The customer reports pixels are out on the display. The onsite biomed evaluated the device and confirmed the complaint. There was no mention of a reported pt involvement. A new display assembly was ordered and installed by the customer. All performance tests passed and the device went back into service. We will consider this a malfunction of the display assembly that caused the device to have pixel issues.

Event description:
The customer reports pixels are out on the display.